Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that he had an insulin pump for 20 years and that this was the first time receiving the alarm. The blood glucose reading was 166 mg/dl. Customer could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to any strong magnetic field or MRI. Customer stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.